Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery charge indicator error. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported battery charge indicator error and also revealed occurrences of an error related to a battery charger fault (system fault 180). The investigation determined that the root cause of the system fault 180 was device operation in a temperature outside of the device specification. The investigation was unable to determine a root cause for the battery charge indicator error. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a battery charge indicator error. There was no patient injury reported as a result of this incident.